Event description:
According to the account the endoshear malfunctioned at the end of the procedure. The dr on the case says the pt was burnt on the bowel by the endoshear.

Manufacturer narrative:
It was stated to the sterilmed ost that the hosp used non-disposable trocars for laparoscopic procedures. The trocars have a reducer cap that fits on top of the trocar with a lever on the side to open the channel for the instruments. The physician using the device in question chose not to use the lever to open the channel. Instead he would force the instrument in question through the channel to open it. It was also stated that the hosp cleans the reusable trocars with metal brushes leading to the possibility of burs being present. Both of these actions could have resulted in damage to the instrument during the procedure, although no definite conclusions can drawn as the hosp at this time has declined to return the instrument to serilmed for further investigation.